Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he believed the meter was reading wrong. Customer's blood glucose level was 414 mg/dl. He treated his high blood glucose level with a shot. The basal rates were programmed inaccurately. The high pressure test passed. The device was not returned.